Event description:
It was reported that the customer cannot figure out where the test strip goes into the meter. Customer was not able to locate his meter. Customer stated that his pump was saying he had a low blood glucose level. Customer was advised to locate his meter and test if he needs to treat. Customer should treat per his health care provider instructions. Customer declined troubleshooting for low blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).